Manufacturer narrative:
Concomitant products: micro catheter (prominent, (B)(4) and guidewire (cruise/astatoxs, st.jude medical) initial reporter #: (B)(4). Complain conclusion: during the use of a saber balloon catheter (2mm x 4cm) to the left posterior tibial artery, it was reported that the saber balloon was delivered to the lesion and inflated. However, the balloon ruptured at 4 atm (four atmospheres). Therefore the balloon was removed intact and another new non-cordis balloon and the procedure finished successfully. There was no reported patient injury. The lesion was heavily calcified and mildly tortuous. The rate of stenosis was a 100% chronic total occlusion (cto). There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally, maintaining negative pressure. An approach was made from the left femoral artery. A micro catheter was delivered to the lesion over the guidewire. Additional information has been requested. The following information is unknown, the contrast media used, the contrast to saline ratio, the type and brand of inflation device used, if the same indeflator was used successfully with other devices, if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve, if there was any resistance/friction while inserting the balloon through the guide catheter, if there was difficulty advancing the balloon catheter through the vessel, if the balloon catheter kink while being used, if the balloon ruptured during its initial inflation, the times the balloon was inflated or the times the balloon was inserted into the patient. The product was not returned for analysis. A device history record (DHR) review of lot 17092024 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of heavy calcification, mild tortuosity and a rate of stenosis of 100% may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Event description:
During the use of a saber balloon catheter (2mm x 4cm) to the left posterior tibial artery, it was reported that the saber balloon was delivered to the lesion and inflated. However, the balloon ruptured at 4 atmospheres (atm). Therefore the balloon was removed intact and another new non-cordis balloon and the procedure finished successfully. There was no reported patient injury. The product will not be returned for analysis. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally, maintaining negative pressure. An approach was made from the left femoral artery. A micro catheter (prominent, (B)(4)) was delivered to the lesion over the guidewire (cruise). The lesion was heavily calcified and mildly tortuous. The rate of stenosis was 100% chronic total occlusion (cto). Additional information has been requested. The following information is unknown, the contrast media used, the contrast to saline ratio, the type and brand of inflation device used, if the same indeflator was used successfully with other devices, if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve, if there was any resistance/friction while inserting the balloon through the guide catheter, if there was difficulty advancing the balloon catheter through the vessel, if the balloon catheter kink while being used, if the balloon ruptured during its initial inflation, the times the balloon was inflated or the times the balloon was inserted into the patient.